Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Procedural complications are known complications of a j tube placement. Health effect clinical code of 4581 was chosen to capture the event of procedural complication (bradycardia). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2022 a patient in USA underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). In (B)(6) 2022 the patient had fell and dislocated and damaged the j tube. During the j tube replacement procedure via scope, the patient became bradycardic. The scope was removed and the patient required cardiopulmonary resuscitation (CPR) for 15 seconds. A new j tube was not placed and the patient was admitted to the hospital in which he was stabilized and discharged home. A j tube placement will be rescheduled when the patient is more stable. No further information was available.